Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the sheath was easily inserted. However, the iab did not advance through the sheath. Despite several attempts, the iab did not advance and ended up breaking. A new iab was inserted successfully to start therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 17cm from iab tip. The optical fiber was also found to be broken at this location. Additionally a second kink was found on the inner lumen near the break approximately 19.1cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the catheter¿s returned condition. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The optical fiber break and break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problem. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).